Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and an increase in impedance were observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.